Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint "instrument did not function". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the instrument failed the clip test. The clip did not fully close onto the test tubing. The root cause of this failure is typically attributed to the misuse/mishandling. In addition, the clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.03" offset at the tips. As a result, the clip could not be properly loaded on the grips and failed the clip test. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument did not function. The procedure was completed with no reported injury.